Event description:
The patient had an endoscopic gastric release (egr) and was reported to have had sural nerve injury that the surgeon suspected to have occurred the first time he used this device on the patient's leg on (B)(6) 2012. The surgeon decided not to use the egr system for the procedure the patient was having done on the opposite leg. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.